Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 25, 2021. Device evaluation summary: according to the information received, a rupture was observed in the sm mpp gel 225cc breast implant during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant was found to have a tear on the posterior view, measuring 8.1 cm. Microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 225cc mentor memorygel breast implant experienced rupture intra-operatively. Breakage occurred while inserting the implant. No patient consequence or procedural delays were reported.